Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned

Event description:
It was reported that an occlusion alarm occurred. A system check was performed by tandem technical support and the occlusion was found to be within the cartridge. A cartridge change was performed resolving the occlusion. Additionally, it was reported that a minimum fill notification occurred after the user filled the cartridge with 130 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. It was reported that cartridge alarms 06 and 05 occurred. Reportedly, the pump was within the allowable operating altitude range at the time of this alarm and the customer had followed the prompts during the load sequence. Reportedly, customer loaded a new cartridge to resolve the cartridge alarms 06 and 05. It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Reportedly, the cartridge was reloaded, and insulin delivery was resumed. Customer¿s blood glucose level was 130 - 140 mg/dl.